Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp 100 box fr the needle bent and broke. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the needles "broke", "bent". This person has been using these needles for several years and had not encountered any problems before. The lot number of the box concerned is as follows: 8282925, expiry date: 2023-10-31.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pen ndl 32g 4mm hp 100 box fr the needle bent and broke. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the needles "broke", "bent". This person has been using these needles for several years and had not encountered any problems before. The lot number of the box concerned is as follows: 8282925, expiry date: 2023-10-31.